Event description:
Store has sales men selling the product. They call their arch supports an orthotic. Orthotics are only prescribed and fitted by a medical doctor known as a dpm. These products have damaged pt's feet more than they were before. Pt now has heel problems and is having a tough time walking. Pt has bought custom orthotics from a md and seem to be healing slowly.